Event description:
A cartridge change error was reported with the pump, but there was no adverse impact on the customer's blood glucose level. Despite multiple attempts to load cartridges and guidance from technical support, the issue persisted, prompting further assistance from customer service. Ultimately, it was decided to replace the pump. The customer was instructed on returning the faulty pump and using backup insulin therapy, and a replacement pump was sent to the customer's work address.